Manufacturer narrative:
Follow-up #1 date of submission 08/15/2016 device evaluation: the pump has been returned and evaluated by product analysis on 07/20/2016 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked and the top of the battery cap was damaged. The returned battery cap and a test cap were unable to be fully tightened and were difficult to remove. Unrelated to the complaint, the display was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. Reportedly, the battery compartment was cracked and the top of the battery cap was worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.